Manufacturer narrative:
Insulin pump was received with cracked reservoir tube window, loose/protruded drive support disk, cracked reservoir tube lip, broken belt clip slot at battery tube threads area, cracked battery tube threads, cracked case at display window corner and missing end cap sticker.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that drive support cap was flushed and was pushed back in during infusion set change. Customer reported that insulin pump was fourteen years old and had fallen a few times. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced. Customer was advised that insulin pump would need to be replaced.